Event description:
It was reported bd smartsite¿ vialshield closed vial access device, 20mm had fluid drawn into the vent. The following information was provided by the initial reporter: pharmacist called and while preparing chemotherapy the fluid was drawn into the vent and medication during use with the access adapter.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd smartsite¿ vialshield closed vial access device, 20mm had fluid drawn into the vent. The following information was provided by the initial reporter: pharmacist called and while preparing chemotherapy the fluid was drawn into the vent and medication during use with the access adapter.

Manufacturer narrative:
One sample was submitted for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. The sample submitted showed evidence of the chemotherapy liquid in the vapor collection portion of the vialshield product. The sample was then forwarded to the supplier for further evaluation. The supplier investigation verified that the fluid was in the bell of the vialshield product. Failure modes such as, a hole in the filter and an issue with a faulty seal between the lower and upper housing, that could allow for fluid to enter into the bell, were investigated. Both of these issues were not found to be the cause during the investigation. Further investigation by the supplier indicates that the only way they could reproduce the failure reported is injecting while the vial is inverted. The supplier reported that there were there were no non-conforming material reports, corrective and preventative actions / deviations generated or reported anomalies during the production of this lot. There have been no other complaints associated with this lot. Based on the investigation conducted by the supplier on the sample submitted, the root cause for the failure is an improper use of the product. The supplier indicates that because the vialshield was used inverted, it allowed for liquid to enter the vapor collection portion of the product. H3 other text : see h10.